Event description:
It was reported that there was a loose between the homechoice cassette and solution bag that resulted in a leak. Solution spilled on top of the cycler. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - mountain home. 1900 n highway 201, mountain home, ar 72653, united states. Vantive healthcare - dominican republic. (B)(4), km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.